Event description:
Customer reported that the t:slim x2 pump battery was not charging, and the pump screen remained dark. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service instructed the caller to attempt various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Ultimately, customer service arranged to send a replacement pump. The customer acknowledged the instructions and agreed to return the faulty pump with the return materials provided. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.